Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that their reason for the call was because they needed help adjusting the intensity for their ins because ¿for some reason, the stimulation intensity went down to a lower level (at 1.2 ma). They stated that they were calling to get education on the controller to increase stimulation. The patient confirmed the ins was on, and group a was active. It was indicated that there were 4 programs available. It was reviewed how to adjust stimulation, which the patient confirmed they were successful at doing. The patient noted that the problem first started yesterday (B)(6) 2020 when they had surgery. However, they indicated that they didn¿t need their intensity to be increased until today (no symptoms reported). Patient services had the patient double check that the level of intensity was saving for the programs that the patient was adjusting (program 1 was saving at 5.9ma). The patient¿s issue was resolved on the call.